Event description:
Got panoptix multi focal lenses implanted to correct cataracts. Used the alcon website to help determine purchase. I believe the website is misleading. Turns out that customer satisfaction is lower then those cited. Very vague. Visual flickering and halos are permanent. Not clear from website. Correction of problems with toric aspect to correct astigmatism involves more surgery. Replacing unsatisfactory lenses is highly invasive. And likely expensive. Design of lenses is not robust. Surgeons make many (permanent) mistakes. How could the FDA approve these?; surgeon unable to correct problems. Said to ignore them. FDA safety report ID # (B)(4).